Event description:
Additional information: it was reported that the patient was discharged from the hospital following the catheter revision that took place (B)(6) 2012. Additional information also clarified that the initial catheter revision occurred on (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a volume discrepancy occurred, along with a lack of therapeutic effect, therefore a catheter revision was performed. It was reported on (B)(6) 2012 the healthcare provider did a catheter dye study, and then a catheter revision on the patient, as the patient had 'no pain relief during the entire time' the pump was implanted. The dye study revealed that the catheter was completely out of the intrathecal space (it) and coiled around the back of the pump. When the healthcare provider (hcp) performed the revision, he had great difficulty aspirating the catheter and found it 'almost impossible' to push contrast through it when attempting a dye study. His revision was to replace the spinal portion of the catheter only, and he did not open the pump pocket. Following the revision, when the patient presented to the hcp's office for a refill on (B)(6) 2012, a volume discrepancy was discovered. The expected reservoir volume was 3.1ml and the actual reservoir volume was 20 ml. Due to the discrepancy and continued lack of pain relief, another catheter revision was done on (B)(6) 2012, along with further diagnostic testing. The revision found the catheter was kinked and the catheter interface was not functioning despite placing it appropriately, therefore the entire catheter was replaced. The medications in the pump were dilaudid and bupivacaine. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation. Patient code (B)(4) no longer applies and instead (B)(4) applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient, product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter, product ID 8598a, serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter and sc connector revealed indent in seal and occlusion related issue; met occlusion criteria. An indent could be seen in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. The indent area is located completely in the silicone material of the cup of the sc connector. This indicated the connection between the sc connector and the pump's outlet port may possibly have been occluded and would explain more volume than expected remaining in the pump. No kinking was seen in the segment that was returned, however the area of the catheter near the sc connector did have a slight bend to it which may indicate the catheter was in a bent position while implanted.